Manufacturer narrative:
(B)(4).

Event description:
The complaint states that prompting for login during session on the mobile app was reported. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device.